Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms beginning four days post implant. It was reported that the patient suffered a pneumothorax from the implant procedure as a result of the subclavian stick. The out of range shock impedance measurements were felt to be related to the pneumothorax and were noted to come down within normal limits. Defibrillation threshold (dft) testing was also performed and again noted stable shock impedance measurements. No additional adverse patient effects were reported. This product remains implanted and in service.